Manufacturer narrative:
As alleged, the patient experienced mesh migration/adhesions following hernia repair surgery and subsequently died. The actual device and device manufacturer used to treat the patient was not identified. Based on the limited information available, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the actual date of death is unknown. We have documented this required date field with a best estimate. Note, the date of event is estimated based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, customer commented on a social media post that, post implantation of an unknown mesh her brother experienced mesh migration and subsequently died. The implanted mesh was not specified in the comment. As per social media comment, "my doctor lasered my bladder in half by accident. Had to wear a catheter for a long time until the bladder healed, now I have 3 hernias. My brother went in hospital for hernia surgery they used the mesh, the mesh wrapped around other internal body parts, he passed".